Event description:
Same case as 2134265-2014-03971 and 2134265-2014-04043. It was reported that motordrive unit failed to pullback. The ilab motor drive unit was used in conjunction with a bsc coronary imaging catheter intended to visualize the unspecified target lesion. However, motordrive unit 5 plus did not pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).